Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis and the error 23210 was confirmed and replicated. In the error logs, the error 23210 was found indicating high side switch fault on the usm pitch motor, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where arm failed sensor checks on degree of freedom (dof) 2. Once testing was completed, the unit was retested on pftp, flat flex cables (ffcs) were reseated and unit started to vibrate aggressively. Unit was retested trying to recalibrate the arm but arm failed rotor calibration for all dofs 5-9. Motor on insertion was noted to be very hot after testing. A gold stator was installed and was not hot. The complaint was confirmed based on the failure analysis. The probable root cause of the reported issue can be attributed to a power issue on the high side switch within the usm axes controller, motor (acm) printed circuit assembly (pca).

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error 23210 on the universal surgical manipulator (usm) 3. The user performed a power cycle on the system with the emergency power off (epo) button, but the issue persisted. The user disabled the usm 3 and continued with the procedure using the remaining 3 usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however, the fse did replace the universal surgical manipulator (usm). They system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received for evaluation.